Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm navitor valve was successfully implanted. The patient was not prescribed any anticoagulant. During a follow-up meeting with the physician on (B)(6) 2022, a thrombosis could be seen on the navitor device via echoaortography. The patient's international normalized ratio (inr) and activated clotting time (act) levels were unknown. The patient was hemodynamically stable, and there were no notable changes for pressure gradient and speed of flow, so the patient was discharged. The patient will be monitored and is returning for a routine computed tomography (CT) scan and echocardiogram in july.

Manufacturer narrative:
An event of thrombus on the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.